Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary : product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device gst60g, lot number u40f8x and no non-conformance were identified. Manufacturing date: 07/22/2020, expiration date: 06/30/2023.

Event description:
It was reported that during the endoscopic lobectomy surgery. After fired, noted that a few staples formed with irregular shapes and anastomotic site was oozing. To stop oozing with compression hemostasis. There was no patient consequence reported, no additional information could be provided.